Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient was seen on (B)(6) by a manufacturer representative. The patient was referred back to pain management hcp for the replacement of the device. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling sudden, violent shocks up their arm. The caller stated the shocking only happens every once in a while, and it randomly occurred. The caller described it as a jolt and it was like the feeling you would get if you were turning a tens unit up from 1 to 10. The caller stated it only seemed to be in the arm. It was stated that the stimulation was turned off and the shocking stopped, but the therapy had since been turned back on. The patient programmer showed that stimulation was on. A healthcare provider called and stated they were calling on the patient¿s behalf for a manufacturer representative to come check the system. No further complications were reported.